Event description:
It was observed during the device evaluation, the rhino-laryngo videoscope exhibited the resin part of the image guide tube has detached. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on investigation results, it¿s likely the detached resin occurred due to a stress problem. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.